Event description:
Customer reported a problem with the t:slim x2 pump battery failing to charge. Although the issue led to a pump shutdown and inability to turn the pump back on, it did not cause the customer's blood glucose level to exceed 500 mg/dl, suggesting no adverse impact on blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.